Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced inaccurate scale. There was no patient involvement.

Manufacturer narrative:
One of the devices that was pending was evaluated and it was determined the device experienced scale not functioning, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 5 to 4. The other device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced inaccurate scale. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced scale is not functioning, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced inaccurate scale. There was no patient involvement.